Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The same user facility reported similar events. See MDR's 3013394970-2017-00396 and 3013394970-2017-00397. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a vessel occlusion. Angioseal has recently had some issues with arteries becoming obstructed and causing cold legs. Not sure of the cause but it seems the collagen and anchor are within the artery after looking at films. According to account they have seen this recently and have been an angioseal user for 10+ years. The patient was reported to be in good condition/cold leg. The procedure outcome was reported to be good/cold leg blocked artery. Additional information was received on 9/6/17. It was a maldeployment. (B)(6) 2017 as deployment failed and manual pressure was held. Occlusive disease present around the level of the previous failed deployment. Patient is asymptomatic and will be monitored.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.